Manufacturer narrative:
(B)(4). Title: when the mesh goes away: an analysis of poly-4-hydroxybutyrate mesh for complex hernia repair source: prs global open date of publication: november 27, 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a total of 70 patients underwent ventral hernia repair. All hernias were closed primarily, with slow absorbing sutures, and it was reported out of 70 patients there were four hernia recurrences. Hernia recurrences were clinically evaluated and confirmed through computerized tomography (CT) imaging. There were delayed wound healing reported in 21 patients, seroma in six patients, cellulitis in two patients, wound dehiscence in two patients and overall reoperation of eight. Authors: dfischer, john p., messa, charles a., kozak geoffrey md year: 2019 title of article: when the mesh goes away: an analysis of poly-4-hydroxybutyrate mesh for complex hernia repair.